Event description:
It was reported that the patient had three impedances on the right lead. It was noted also that patient was not gotten relief. Database analysis revealed out of range impedances and an increase in the number of electrodes with high impedance over time. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7075466. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 539027.

Manufacturer narrative:
Correction to the initial MDR in block b5. Correction to the supplemental MDR in blocks h6 evaluation result and conclusion codes, and h10. The h10 should have been: the returned lead sc-2317-50/7075441 was analyzed and visual microscope inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the allegation of high impedance has been confirmed. Visual microscope inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. The returned lead sc-2317-50/7075466 was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned ipg sc-1232/539027 was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances on the right lead. Database analysis revealed out of range impedances and an increase in the number of electrodes with high impedance over time. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient had three impedances on the right lead. It was noted also that patient was not gotten relief. The patient underwent a revision procedure and doing well post operatively.

Manufacturer narrative:
The returned lead sc-2317-50/7075441 was analyzed and visual microscope inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the allegation of high impedance has been confirmed. Visual microscope inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. The returned lead sc-2317-50/7075441 was analyzed, passed all tests performed, and exhibited normal device characteristics.